Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing up in pyxis. A technical support specialist (tss) dialed into the server and found that the patient was shown as not admitted, with the visit type in placeholder. The tss called the customer and advised them to contact the admission team. The customer stated that no information had been provided by the admission team but agreed to close the case.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the patient was not showing up in pyxis. Reportedly the patients showed as a placeholder and the orders were not crossing over to pyxis. The customer reported that the malfunction caused delay in dispensing of the medication to a patient. There were no adverse events or injuries reported based on this incident.